Event description:
The customer reported the ventilator alarmed and went vent inop during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. During evaluation, the service technician reported the ventilator would continually restart. The service technician replaced the vga pcb board to address the finding. Performance verification testing was completed and tests passed per operating specifications. Failure of the vga pcb board may result in a shut down of the ventilator if it occurs during operation. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate.